Event description:
The physician was treating a stroke in the mca. The system started to aspirate blood but when the blood reached the canister it could not pass through the blue port into the canister. The aspiration tubing was removed in order to check the vacuum and there was no vacuum being generated through the opening marked with the blue sticker. He then grabbed a second canister of the same lot. It too provided no suction. He decided to close off the blue port with one of the caps and transferred the aspiration tubing to one of the other ports. This worked and they were able to complete the case. The nurse inspected the canister to see if there was something inside the port marked with the blue sticker but in both cases the ports were open and typical.

Manufacturer narrative:
All canisters are assembled at penumbra and pass a 100% vacuum pull test. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.